Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device but was not able to find the unit as issue was resolved by the user and the unit was back in the service. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" when powered up. The customer reported that there was no patient involvement.